Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H6 medical device problem code: appropriate term / code not available (a27) used to capture incident identified which might, directly or indirectly, lead to a temporary or permanent serious deterioration of a patient¿s, user¿s, or other person¿s state of health.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿does radiopaque cement conceal periprosthetic bone loss around femoral stems" written by bernhard flatoy, jon dahl, stephan maximilian rohrl and lars nordsletten, published by hip international, 22 april 2019, was reviewed. The articles purpose was to determine ¿does radiopaque cement conceal periprosthetic bone loss around femoral stems?¿. All patients in the study received cemented depuy products, including: charnley roundback or flanged stems with tantalum beads attached, cemented ogee cup and elite modular 22.2 or 28mm head. Three different type of competitor cement were used. There were 30 patient¿s initially included, 10 in each group. Reportable events noted included: 2 septic revisions, 1 of which died 5 months later and 1 dislocation with revision. The authors did not specify which depuy product was associated with the results reported in this article. The adverse events will be captured as unknown depuy products. In this trial, it was observed that periprosthetic bone mineral density changes are less pronounced in the presence of radiopaque cement compared to radiolucent cement when measured by dxa (dual-energy x-ray absorptiometry. As periprosthetic fractures account for a significant share of femoral revisions, preliminary trials evaluating bone remodeling is warranted as a part of phased introduction of new femoral implants. The use of radiolucent cement could prove useful in order to improve the accuracy of such screening tools.